Event description:
Medtronic received information that during the implant of this 30 mm mitral annuloplasty ring, it was reported that valve repair was not optimal. Therefore, the annuloplasty ring was explanted and replaced with a non-medtronic valve. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.